Event description:
It was reported that a device failure to maintain position occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into the right arm of the patient and the proximal and distal filters were successfully deployed. The right arm of the patient moved during the procedure which resulted in the sentinel cps losing position in the anatomy and the proximal and distal filters moved from the deployment locations. The proximal and distal filters were recaptured and the sentinel cps was removed from the patient. The procedure was completed with a new sentinel cps and no patient complications were reported.